Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during unknown surgery, before used on the patient, the package was found damaged. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #t92u01. Investigation summary: the device, packaging and two photo images were returned. The first photo shows a device from side view and the blister can be seen damaged on the corner. The second photo shows a package from side view and the tyvek is detached of blister. Physical packaging device analysis results found that the harh36 device was returned inside its package opened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch t92u01 number, and no non-conformances were identified.